Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reported that trellis drive unit stopped running after 15 minutes. It appears that catheter was twisted on itself. Balloon did not deflate. The product was extracted in order to deflate the balloon, and the catheter was snapped in two pieces. The distal end of the catheter had to be snared for retrieval.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.